Manufacturer narrative:
(B)(4). Guide wire: 2 choice pt. Stent: taxus 2.25 x 24; 2.25 x 32. There was no reported product deficiency. The reported patient effects of thrombosis, myocardial infarction (mi) and death, as listed in the mini vision instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reportedly the patient presented with a st-elevated myocardial infarction at 2:15 p.m. On (B)(6) 2011 and underwent an angioplasty. The mini vision was advanced, however, it failed to cross, and upon removal of the device, a burr [flared strut] was noted. Another 2.0x12 mm mini vision was advanced and successfully crossed. Two non-abbott stents, a 2.25x24 and a 2.25 x 32, were placed in the left anterior descending artery overlapping the mini vision 2.0x12. At 9:54 p.m., an additional angio was completed and a perforation and in-stent thrombosis of the mini vision was identified. The perforation was reportedly due to the advancement of a non-abbott guide wire during a buddy wire technique, prior to the use of any stent, which had not been noticed until post procedure. The perforation was treated with pericardiocentesis. A balloon pump was placed. The patient died the next morning on (B)(6) 2011. The diagnoses of the acute coronary syndrome at the time of the patient's death was an acute mi anterior. Intraprocedural anticoagulants used were angiomax & integrilin. The physician believes that the cause of death was not due to the perforation, but due to an old heart. The patient was taking 81 mg of aspirin daily at the time of their death. No additional event or patient information was provided.